Event description:
It was reported that the device was used during a colectomy. It was reported by the rep that the stapler "misfired", according to the staff. There was no consequence to the pt. Rep is to follow up with more details.